Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient is a dialysis patient and has complained of dizziness. The patient potassium levels are high. The sensing vector was set to the primary vector. Technical services discussed the data with the clinic. There were no additional adverse patient effects. The system remains implanted.